Manufacturer narrative:
D.4. Medical device lot #: 221119437 was reported, however, this is not a lot # manufactured for the reported catalog #. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris secondary set the tubing failed below the drip chamber. There was no report of patient impact. It was reported by customer that they have had 4 tubing set failures with the attached bd optima cstd in the oncology infusion center. (B)(6) 23 bd secondary set 36¿ short line. Ref: ms3500-15. Lot: ( 10 ) 221119437 exp: 2025-11-30. Irinotecan liposomal (onivyde). Below drip chamber failure.

Manufacturer narrative:
(B)(4) - follow up MDR for device evaluation. One photo as sample was received from the customer and verified the complaint of a separated drip chamber. The manufacturer was contacted and the root cause has been determined as an improper use of assembly equipment by operator when applying solvent to the tubing. A trend for the drip chamber separation issue has been identified for this product line. The appropriate personnel have been notified of this complaint. We have funded a project to examine how to further increase the robustness of the ms3500-15 device and prevent future occurrences of this type. As part of the action plan, changes to the tubing to drip chamber assembly are in the process of being implemented. Customer complaint trends will also continue to be evaluated on a monthly basis. We value the satisfaction of our customers and thoughtfully consider all reported complaints. It is our top priority to maintain your confidence in our products. We thank you for your support. A device history record review for model ms3500-15 lot number 22119437 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 30nov2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. Correction: b5 - batch initially reported as unknown, however batch was provided.

Event description:
No additional information.